Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided images were reviewed by an abbott senior staff clinical r&d engineer. Based on available information, causes for the reported clip opening during efaa and clip opening while locked could not be conclusively determined. The reported improper / incorrect procedure is due to the premature removal of the release pin. However, as this deviation does not appear to have contributed to the reported issues, an in-service will not be sent to the account to address the deviation from the IFU. The reported unchanged mr and mitral stenosis appear to be cascading events of the clip opening while locked. The reported patient effects of mitral regurgitation and mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported improper or incorrect procedure or method was associated with the user prematurely removing the release pin. The instructions for use states ¿32.1.3 establish final arm angle. Note the clip arms may open slightly (~5 degrees) and then remain in a stable position. If the arms open more than slightly, close the clip to the desired arm position and re-establish final arm angle. 32.1.4 turn the arm positioner to neutral. 32.2.1 confirm that the arm positioner is neutral. Remove the release pin from the dc handle.¿ it was noted that the release pin was pulled prior to the observation of the clip opening during the establish final arm angle step. However, as this deviation does not appear to have contributed to the reported issues, an in-service will not be sent to the account to address the deviation from the instructions for use (IFU).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 medical device problem code - 2017: failure to follow steps/instructions.

Event description:
It was reported that on 25 april 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The first clip chosen for implanted was ntw (lot: 31130r1020). The clip was advanced to the valve. After 5-8 gripper actuations one of the grippers stopped functioning during independent grasping. Troubleshooting was performed but was unsuccessful. The ntw was removed and a replacement ntw (lot: 31121r1035) was implanted successfully a2/p2 which reduced mr to grade 2. A nt (lot: 30926a1025) was then attempted to be implanted. During the first establishment of final arm angle (efaa) the clip opened from closed to greater than 10 degrees. The clip was reopened to 60 degrees and closed, and the first efaa then worked. Lock line was removed and during the second efaa the clip opened as well approximately 10 degrees. The pin had been pulled so the clip had to be deployed. The procedure ended with unchanged mr grade 4 and a gradient of 10mmhg. An additional clip was not implanted due to the elevated gradient.